Event description:
It was reported that the patient has not been seen again by our division ((B)(6)) since release from hospital (B)(6) 2018. This patient follows a doctor who specializes in infectious disease.